Manufacturer narrative:
A steris service technician arrived at the facility, inspected the dosing system and confirmed that the cause of the leak was due to a malfunctioning solenoid control valve that failed to open. The detergent leaked due to a pressure build up, rupturing part of the tubing. The technician reported that the user facility continued to use the washer and put towels on the ground to contain the leak. A follow-up report will be submitted once repairs are completed.

Manufacturer narrative:
The technician replaced the control valve, tested the unit, and confirmed the unit to be operating to specifications. No additional issues have been reported.

Event description:
The user facility reported a "slippery liquid" leak on the unload/clean side of the facility's washer from their knight chemical dosing system. No injuries or procedural delays/cancellations were reported.